Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five days post implant that the leadless implantable pulse generator (ipg) exhibited unstable, increased and rising thresholds and decreased impedance. The ipg remains in use. No patient complications have been reported as a result of this event.